Event description:
Patient reported deflation. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on posterior side assessed, as fold flaw opening. Additional observations: wear abrasion is observed, creases are observed, white particles on device inner surface are observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported, deflation. Later, healthcare professional confirmed, right side deflation. And "hole non-specific". Device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, g.2, h.6.

Event description:
Patient reported right side deflation. Later healthcare professional confirmed right side deflation and "hole non-specific". Device has been explanted and replaced.